Manufacturer narrative:
The device return has been requested but has not yet been received. Therefore no conclusion can be made at this time. The product was not returned for analysis. However, the reported behavior is consistent with a known issue in which there was a patient injury, and an internal corrective action was initiated. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon removal of the forcep and catheter, strips of the blue plastic, matching color of the extended working channel were noticed. Forcep used - olympus model fb-211d. The case was completed and there was no patient injury.